Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. Product history records could not be reviewed because the reporter has not provided a lot number, or any identification traceable to the manufacturing documentation.

Event description:
A nurse from the user facility reported 6 cases of eye inflammation within 24 hours post- op. Nurse stated she would try to gather information on product used. Additional information was received on 05/08/2006. It was reported that the surgeon believes the viscoelastic may be a cause for eye inflammation at this facility. Two patient identifiers were received. This report describes the second patient of two identified by the surgeon. Additional information has been requested.